Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97755-s (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their recharger was not working properly and the issue began at least a month ago. The patient realized the recharger cord near the paddle was cracking. Patient believes that the reason the paddle has cracked was because of the position of their implant being in their shoulder blade. An email was sent to the repair department to replace the recharger device. Patient also mentioned that their battery was placed up near their shoulder blade and are going to have it moved april 15th by healthcare provider.